Event description:
"Abbott safeset used on arterial line malfunctioned. 500cc of normal saline with 1,000 units of heparin infused over unknown period of time. Arterial line clotted off and fluids suddenly stopped. Weight gain increased from 10.2kg to 11.0kg. When tested, fluid infused at greater than 30ml/hour, and 30ml intrafo flush "pigtail" transducer did not close completely". Upon further query, it was reported that the 500cc of fluid containing heparin was hung at 1755. The arterial line was functioning properly with correct readings. The bag was noted to be empty at 0400 the following morning, and the arterial line had clotted off. No waveforms were present. The device was discontinued and sent to the biomedical department for testing. It is unknown whether a new arterial line was inserted. Lab values were checked for clotting factors and were reported to remain within normal limits. The patient experienced a 0.8kg weight gain. The patient had unspecified respiratory problems and it was not known if the fluid intake caused further complications. No interventions were done related to this event. Due to the patient's underlying respiratory problems, the patient was later transferred for a higher level of care. The patient's present condition is unknown. Additional information was requested, but no further information was provided.